Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient during a basic evaluation. It was reported that the patient had a loss of efficacy and it could be due to patient having a urinary tract infection (uti) and diarrhea a day before the report. The patient started antibiotics on the day of the report.